Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 had failed. The field service engineer (fse) powered off the pyxis system and opened the latch column. The column was removed and inspected, and the door 3 latch was replaced. The fse then reinstalled the latch column and powered the system back on. Once back in the application, the user logged in and successfully recovered the failure. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed; multiple clicking sounds occurred upon opening, but the system did not register the door as open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.